Event description:
It was reported that the cassette sensor malfunction was experienced.

Manufacturer narrative:
Other, device evaluation: one device was returned for analysis in used condition. Visual inspection showed the tamper seal was missing. Review of the event history log showed an occurrence of a "cassette partially unlatched" alarm. The investigation found that the device duplicated the reported issue. Based on evidence and investigation, the complaint allegation was confirmed. The investigation determined that a defective latch/lock optic flex circuit was the cause of the reported issue. The defective latch/lock optic flex circuit was replaced. A review of the manufacturing DHR for this device found no causes or potential causes of the customer reported failure. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.